Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The distal markerband showed signs of indentation. The device was attached to an encore inflation unit and it was observed to be leaking from the tip. This type of leak is typically indicative of inner lumen damage however none was observed under microscopic examination. Destructive testing was performed on the device with the outer lumen and balloon material being removed. No damage was observed to the inner lumen along its entire length. The allegation in the complaint is confirmed as although no balloon rupture was detected, during testing it was observed that inflation media was leaking from its tip.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. Upon first inflation, it was noted that the balloon ruptured at the lesion site at 6atm. The device was simply removed. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6) .

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. Upon first inflation, it was noted that the balloon ruptured at the lesion site at 6atm. The device was simply removed. The procedure was completed with another of the same device. No patient complications reported.